Manufacturer narrative:
The technician found the ground was broken on the power cord plug. The technician replaced the power cord plug to resolve the issue.

Event description:
Technician alleged that the bed had an open ground. No patient impact.